Event description:
It was reported by service report that the support brackets on the center bar are broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: litter support brackets.